Event description:
Treatment of a large saccular aneurysm measuring 12mm located in the supraclinoid segment of the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.25mm x 14mm) could not be released from the capture coil. The device was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).